Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply was evaluated and recalibrated to the optimal operating voltage. The emergency stop switches were also evaluated and replaced. The system was tested and found to be working as intended and returned to service.